Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and there was no abnormality of the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. So omsc surmised that there is no relationship of the device to this event.

Event description:
During the hemostasis of the endoscopic mucosal resection with the biopsy valve mb-358 and cf-h290i, a therapeutic product didn't pass through the instrument channel of the cf-h290i. When the customer inserted a cleaning brush into the channel of cf-h290i, a fragment of the biopsy valve came out of the channel and fell off into the patient's body. Based on x-ray, the user decided not to retrieve the fragment and to let it go out of the body naturally. There was no report of the patient injury. This is a report for the cf-h290i.